Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 275mg/dl, 135mg/dl, 132mg/dl. Tests were done 10 minutes apart with a difference of 47%. Patient did not experience any adverse events. No further information has been reported.